Event description:
It was reported to philips that there is now a shock equipment malfunction error message after the customer replaced the therapy pca in (B)(6) 2017. There was no reported patient involvement.